Event description:
Edwards received notification that a 70-year-old patient with a valve model 290023mm implanted in aortic position was indicated for a valve-in-valve procedure after an implant duration of 8 years and 5 months due to severe stenosis (mpg 44.5mmhg velocity 4.32m/sec ava 1cm2) and regurgitation (grade 3 of 4). As reported, patient was noted as to be discharged home.

Manufacturer narrative:
H11: additional manufacturer narrative: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data b5.

Event description:
Edwards received notification that this 70-y-o patient with a valve model 290023mm implanted in aortic position underwent a valve-in-valve procedure after an implant duration of 8 years and 5 months due to severe stenosis (mpg 44.5mmhg velocity 4.32m/sec ava 1cm2) and regurgitation (grade 3 of 4). As reported, patient was noted as to be discharged home.

Manufacturer narrative:
Added information to section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including CABG.